Event description:
The surgeon was making tack-up holes in the skull to tack up the dura. The drill bit broke when this was being performed. Both parts of the drill bit were found and removed from the sterile field. A new bit was opened and used.